Event description:
Same case as: 2134265-2013-03889. It was reported that following a stenting treatment procedure in-stent restenosis occurred and the stent was "cut". Vascular access was obtained at both left and right femoral artery. The target lesion was an in-stent restenosis of the implanted express ld iliac/biliary premounted stent system located in the pulmonary artery (as per source, "the implanted stent was cut when another heart surgery was performed previously"). The physician attempted to treat the lesion with dilation using the hugging balloon technique with 12.0mmx20mmx135cm and 12.0mmx40mmx135cm mustang balloon catheters. One balloon was inserted at the left femoral artery and the other at the right femoral artery and were advanced to the target lesion. First and second inflation of both balloons were done at 14 atms. However, upon third inflation at 14atms, the 12.0mmx20mmx135cm mustang balloon was caught in the edge of the implanted stent and ruptured. The physician tried to remove this device but resistance was encountered and failed to withdraw the device. Femoral cutdown was then performed and the device was removed intact together with the sheath. The device was examined, and circumferential rupture was found. The procedure was completed and no further patient complications were reported. The patient' status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).